Event description:
The physician performed a percutaneous transluminal angioplasty to the left pulmonary artery. The patient was treated with two palmaz stent (p1006e and p1506e) at the root of the target lesion. During a follow-up the next day post procedure, the implanted palmaz (p1006e) stent migrated to the main duct of the left pulmonary artery. In addition, the implanted palmaz stent (p1506e) was about to migrate as well. The migrated stent (p1006) was explanted and stent (p1506) was repositioned to the expected site by thoracotomy. There was mild vessel tortuosity and 95% stenosis. The length of the lesion and the vessel is not available. There were no problems encountered during prepping. There is no information on the inflation pressure or time. The stent was fully patent. The vessel was pre-dilated. There is no information if the stent was post dilated. There was complete wall apposition post deployment. There were no problems encountered during the procedure. Post procedure, the stents were fully expanded against the vessel wall. There is no additional patient, vessel, lesion, or procedure information available. The patient is in stable condition. Films are not available.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9610978-2008-00053 and 9610978-2008-00054. The index procedure consisted of lacing two stents in the pulmonary artery of a girl. There was mild vessel tortuosity and a 95% stenosis. The stent was fully patent. The vessel was pre-dilated and there was complete wall apposition post deployment, the stents were reported to be fully expanded against the vessel wall. During a follow-up the next day post procedure, the stents were noted to have migrated distally. The migrated stent (p1006) was removed on 2-5-2008 and stent (p1506) was repositioned by thoracotomy. The patient is in stable condition. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. With the limited amount of information available and without the return of the products or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, factors that may have influenced the event include patient, procedural and lesion. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp).